Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the implant didn't fit in the lower part; the surgeon had to cut a big part of the psi to complete the surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: information was initially submitted under MFR number 2520274-2014-13292 as an initial medwatch (submitted (B)(4) 2014) and two follow up medwatches (submitted (B)(4) 2014); however, it was noted on (B)(6) 2015 that the initial medwatch had failed the submission process. Information is being resubmitted under this new MFR number to ensure delivery to the FDA. Patient weight is unknown. Device has not been reported as explanted. (B)(6). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was conducted: the report indicates that the pictures provided show, that the implant could not be placed on the defect due to soft tissue that did hinder the psi to sit properly as planned. After the lower part of the psi was cut off, the psi did sit properly on the defect, but the soft tissue did still bulge out at the area, where the psi was resected. As soft tissue cannot be taken in count in the design of our psi, there is nothing we can do based on that complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.